Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has lost over 100 pounds and she is experiencing discomfort at the ipg pocket site. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced with an updated model. Therapy was resumed.